Manufacturer narrative:
It was reported that the stent dislodged from the delivery system in the hoop. The product was flushed in the hoop. The stent delivery system (sds) was advanced into the pt at which time it was noted that there was no stent on the sds. The stent was found in the packaging hoop. The instructions for use (IFU) outline specific steps for preparation of the sds. The system should be removed from the hoop and inspected prior to prep. The IFU instructs the operator to "insert the (flushing) needle into the tip of the catheter and flush the guidewire lumen with sterile saline." In this case, it does not appear that the device was prepped/flushed according to the IFU. The IFU also warns not to apply positive pressure to the balloon at this time. If positive pressure was inadvertently applied to the balloon during prep, this could have caused the stent to dislodge. The IFU also advises the user to "inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands" prior to use in the pt. In this case, it does not appear that the device was thoroughly inspected prior to use. Without product return and analysis, a definitive conclusion cannot be drawn; however, it appears that user handling may have caused or contributed to the reported event. The product was not returned for analysis. Manufacturing records for the lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The stent retention after sterilization was found to be within specification.

Event description:
The stent was reported to have dislodged from the delivery system inside the packaging. The stent was found to be in the product casing on the prep table. The sds catheter was inserted into the pt, and it was then noted that the stent was not on the balloon. The stent was then found in the product casing. There was no report of any adverse effects to the pt.